Event description:
Ivc filter placed due to dvt and pulmonary embolus. Increased thrombosis requiring thrombectomy, cordis trapeze filter used. Current status at home with self care. A cordis trapease filter was deployed in the infrarenal ivc via a 6 french sheath. Post filter placement, venography demonstrates excellent placement. The filter is centered at the l2-3 level. Hosp admission for leg pain 6 days after filter placement.